Manufacturer narrative:
H4: the lot was manufactured from august 19, 2022 to august 24, 2022. The device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Therapy date: this event occurred sometime in (B)(6) 2023. Postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The reporter stated that the device only emptied approximately 50% during the infusion time. The nurse reported that the line was taped to the patient¿s chest but was "not holding well as the patient was hairy". The device was filled with 3950mg fluorouracil hs and sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.